Event description:
The customer's husband reported that the customer's freestyle lite meter either gave erroneous readings or gave an error message while on a cruise. The caller further reported on (B)(6) 2013 the customer had seizures, fainted and was unconsciousness. According to the customer's medical records, the customer had a hypoglycemic coma and was treated with oral glucose and a glucagon injection by the onboard health care professional and was advised to test their blood sugar more frequently due to change in diet/exercise. The customer was also given a non-adc meter to test their blood glucose level. The caller also reported the customer had a repeat hypoglycemic episode on (B)(6) 2013 and was treated with oral glucose, orange juice and a glucagon injection on (B)(6) 2013. The customer was advised again to check their blood sugar level more regularly. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, according to the memory log of the meter, the customer received blood glucose readings of 42 mg/dl at 12:38 am and 84 mg/dl at 6:05 am and had a possible power issue at 12:37 am on (B)(6) 2013. The next blood glucose reading was on (B)(6) 2013 and the next error was on (B)(6) 2013. Therefore, it is unknown if the customer used the adc meter prior to the second medical event. All pertinent information available to abbott diabetes care has been submitted.